Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) experienced 60 cycle interference that showed as noise on both leads. It was noted that this caused a lead integrity alert to be triggered due to four high rate non-sustained episodes and sic (sensing integrity counter) count. The ICD remains in use and the patient will continue to be monitored thru remote transmissions. No patient complications have been reported as a result of this event.